Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient has right heart failure and has progressively worsening dyspnea with an increase in weight for last two weeks.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number: (B)(6), and the reported right heart failure cannot be conclusively determined through this investigation. On (B)(6) 2019, the patient complained of progressive, worsening dyspnea along with a 2-week period of weight gain. The patient was hospitalized due to right heart failure symptoms and had their medications adjusted. The event was not considered device-related and reportedly resolved on (B)(6) 2019. The patient remains ongoing on heartmate 3 lvas, serial number: (B)(6). No further information was provided by the account. The heartmate 3 lvas IFU lists right heart failure as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This document states ¿right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump.¿ no further information was provided. The manufacturer is closing the file on this event.